Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The field service engineer (fse) repeated the patient sample with a x20 dilution and the result was 42731 miu/ml. The fse ran the sample neat with a result of >10000 miu/ml and repeated with a x20 dilution and the result was 45256 miu/ml. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg + b (hcg + b) on a cobas 6000 e 601 module. The initial result was 8580 miu/ml. This result was reported outside of the laboratory where the doctor stated the result did not match the patient¿s clinical diagnosis. On (B)(6) 2021 the sample was repeated with a result of 40898 miu/ml. The hcg + b reagent lot number was 454060. The expiration date was not provided.

Manufacturer narrative:
Calibration was overdue, however, the results were within the expected range. Qc was acceptable. Several sample pipetting alarms and one abnormal signal low alarm were observed on the alarm trace data. One of the procell reagent bottles was empty. The fse found the procell aspiration filter was loose. The fse refitted the filter. The investigation determined the event was due to a handling issue at the customer site during the maintenance of the aspiration filter and the replacement of the procell reagent.